Manufacturer narrative:
E1 - initial reporter establishment name -(B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported b30(scope communication error) during inspection for use. Involving an olympus colonovidoesocpe. There was no patient injury reported.